Event description:
It was reported that during preparation of a water vapor therapy procedure, when the physician inserted the camera into the device, there was loss of sight due to a tiny soft plastic part in the tip of the device. The plastic piece was removed by the physician. During the procedure however, there was a problem with the sight and blood was found in the patient. The physician had a hard time getting the desired picture. Flushing was performed and the procedure was completed using the same device. No further patient complications were reported.

Event description:
It was reported that during preparation of a water vapor therapy procedure, when the physician inserted the camera into the device, there was loss of sight due to a tiny soft plastic part in the tip of the device. The color of the material was transparent, and it was a soft plastic, approximately 2mm to 3mm in size. The plastic piece was removed by the physician. During the procedure, however, there was a problem with the sight and blood was found in the patient. The physician had a hard time getting the desired picture. Flushing was performed, and the procedure was completed using the same device. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed, and it was observed that the device was returned with all cords of the tubing all cut. The handle and internal components were overall in good physical condition. The radio frequency (rf) cable was connected to the generator and the device deployed and retract normal. Due to all tubbing were cut the device failed functional testing. Rf connecting wire appeared to be in good physical condition. The pins on the connector were neat and straight. The connector pins were clean and straight. According to mechanical and functional testing the device was linked to the lab generator. Retraction/deployment, and all of the device buttons were normal. The device displayed four treatment cycles on the screen. The returned device could not complete any functional testing. The devices backplate and top casing were removed for interior visual inspection, and everything appeared fine with no damage. Product analysis did not confirm the reported event. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation of a water vapor therapy procedure, when the physician inserted the camera into the device, there was loss of sight due to a tiny soft plastic part in the tip of the device. The color of the material was transparent, and it was a soft plastic, approximately 2mm to 3mm in size. The plastic piece was removed by the physician. During the procedure, however, there was a problem with the sight and blood was found in the patient. The physician had a hard time getting the desired picture. Flushing was performed, and the procedure was completed using the same device. No further patient complications were reported.